Event description:
The ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator failed to charge its internal battery. The device's detachable battery was replaced to address the issue.